Event description:
The customer was hospitalized for high bgs and dka. The customer bolused but high bgs continued. Troubleshooting was performed. The programming and histories on the pump were not correct. Explained the impact of incorrect programming. Assisted the customer with correcting the programming. Suggested to use manual injections per md protocol.